Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer visit emergency room due to high blood glucose of over 600mg/dl which was treated with needle on (B)(6) 2018. Customer¿s current blood glucose was 129mg/dl. Customer was wearing insulin pump at time of hospitalization. Drive support cap appears normal and insulin exited at the quick release. Insulin pump will not be return for analysis.